Event description:
It was reported that the user initiated a supply change on the ilet and inadvertently inserted an empty cartridge during the cartridge and tubing step, then could not navigate back from the press-and-hold screen to restart the process. There were no reported adverse clinical effects. Outcomes included successful completion of the supply change with a filled cartridge and resumption of insulin delivery after guided troubleshooting and education. Investigation included customer support review and step-by-step operational guidance. Investigation of this case revealed user error during the supply change procedure, with the device interface lacking a back-navigation option on the press-and-hold screen but functioning as designed once the correct steps were followed. It was concluded, based on previously established findings for similar reports, that the cause was user error.